Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg would no longer charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.